Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-06027. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to excessive force, and transmission of video communication to the processor was impossible, resulting in the image condition. Olympus will continue to monitor the field performance of this device. To mitigate the risk of cable damage, the instructions for use provides the following description was found: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
The 4k camera head was returned to the service center for evaluation. The service group found the image was visibe but an e224 communication error displayed. The cable unit was deemed faulty. Additionally, the rear cover labels were fading and switch button #1 could not depress due to a damaged switch pcb. A review of the repair records, indicated the subject camera head was last repaired on (B)(6) 2019. The camera head was purchased in (B)(6) 2017. As part of the investigation, olympus followed up with the user facility regarding the reported event. The user facility further reported, the procedure was able to be completed using another same model camera head. The camera head was inspected and there was no damage or abnormalities observed. The connection was secure and the camera head was set up properly. No further information was available. The root cause of the reported event could not be determined at this time as the investigation is ongoing, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that during procedure, the 4k camera head was not producing a picture and gave a communication error. There was no patient involvement reported.